Event description:
It was reported the patient¿s device was not effective and she had a lack of efficacy so her lead and implantable neurostimulator (ins) were replaced on (B)(6) 2014. The patient recovered without sequela. Additional information received 1.5 weeks later reported the patient had signs of loss of efficacy and while being treated with an injection for a chronic lower back pain it was noted the patient¿s lead was broken.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v562221, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis of the ins revealed no anomaly. Analysis of the lead revealed no significant anomaly but it was noted the lead was segmented.

Event description:
Additional information reported the lead removal was not difficult and noted as easy. There was no trauma associated with removal of the lead. The lead implant was noted as successful.

Event description:
Additional information received reported that the patient had a loss of efficacy that led to the battery and lead replacement was due to the broken lead.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the neurostimulator was replaced due to low battery life. If additional information is received, a follow-up report will be sent.